Manufacturer narrative:
(B)(4). Batch #m90c39. The device was returned inside its original package. The tyvek from the packaging was noted to have one tear near the area where the hemostasis button from the device is placed. During the evaluation of the packaging, it was found that the instrument was not snapped into the blister and is floating against the tyvek, causing additional friction at the area. The device being out of its snaps can contribute to the damage at the tyvek. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: according to latest affiliate briefing the customer usually stores the harmonic devices within the cardboard packaging. We have no further information on how this damage to the inner packaging could occur. The damage was detected by the or staff during material preparation for a scheduled surgery.

Event description:
It was reported that prior to an unknown procedure, one single device has been returned with damaged inner packaging. It looks like that the ah button has punctured the cover of the inner packaging. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.